Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: addr01, implantable pulse generator (ipg). (B)(4).

Event description:
It was reported that the patient complained of dizziness. An xray of the system showed a possible crushing or abrasion of the inner insulation of the lead which may have caused an intermittent short within the lead. Oversensing and low impedance were noted on the lead. The lead was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.